Event description:
Reporter stated ten months after device was implanted she got pregnant with her fifth child. She had terrible pain during the pregnancy that resulted in preterm labor. After several follow ups, she finally had the baby successfully. Currently, she experiences swelling of her abdomen and excruciating pain on her right side especially when she bends. Her doctor says the only way out is hysterectomy which is risky. The device is still in her and incorrectly placed. She says no doctor wants to help her take the device out.